Event description:
A surgeon reports that damage was noted on the intraocular lens following implantation. No problems were identified and the lens remained implanted. About one year later, the pt's visual acuity began to diminish. The surgeon observed that the haptic had detached and the lens was broken in the gusset area. A lens exchange was performed with a good outcome.